Event description:
The customer reported, the dose is not displayed while performing fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and turned on the pt dosage display. System operates as intended. (B) (4).